Event description:
During a coronary stent procedure in a heavily calcified lesion, the physician experienced difficulty crossing the lesion. Upon removal it was noted that the proximal segment of the stent was "crushed". No patient injuries or complications occurred.